Event description:
Platform codman lp shunt valve in patient was not functioning properly. Caused patient to have further surgery to explore problem. Per the surgeon, "shunt valves are an imperfect solution to a bad problem. Many times they fail due to clogging from patient debris, but sometimes the failure is mechanical. There is no way to know this without the company examining the product. We probably explant over 100 valves each year for this reason. If we can get more information about the true clogging vs. Mechanical failure rate, that will help us, and industry improve the product for the future."